Event description:
It was reported that during a procedure the ¿fiber rotated in the sheath¿ was noted an alternative procedure ("switched over to cautery¿) was used to complete the procedure. Patient outcome: no injury to patient reported.